Manufacturer narrative:
Multiple attempts to reach out to the customer to obtain lot number and additional event details have been unsuccessful. The gvl 3 stat used during the procedure was not retained by the customer and therefore not returned to verathon for evaluation. Since the lot number of the stat was not reported, the device history and the previous complaint history of the stat could not be reviewed. Corrective action is not required. Verathon will continue to monitor for trends.

Event description:
The customer discovered approximately 1 minute after an intubation, using a gvl stat size 3, that the tip of the stat broke off and was left in the patient's throat during the procedure. No harm to the patient, delay in the procedure, or use of a back-up device was reported.